Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 09-jun-2025 and forwarded to millyard advanced medical products, llc on 10-jun-2025. The patient reported that her pump alarmed pump failure and that she believed she received a bolus of remodulin when she switched to her backup pump. The patient went to the ER and was admitted. The hospital physician's assistant reported that it was unclear if the pump malfunctioned or if the hospitalization was due to use error. Replacement systems were courier to the patient. The patient later reported that she had been hospitalized on (B)(6) 2025 and was discharged on (B)(6) 2025. She reported that she had been symptomatic with vomiting and a headache, and that her neck was pulling back. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.